Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not returned to manufacturer.

Event description:
Acetabular cup was reported to be anteverted. Polyethylene liner had dislodged, and surgeon made rep aware that the patient would need a new tritanium cup with better placement. Surgeon operatively removed the acetabulum cup, reamed 2mm more and repositioned a new implant, new polyethylene liner and new biolox delta 32mm head. Left hip.

Manufacturer narrative:
An event regarding malposition involving an tritanium shell was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "the primary harm involved is dissociation of and acetabular liner from its shell. It is reported does this the component involved was malpositioned at the time of the index surgery leading to this mechanical failure. There is insufficient documentation presented to further complete this assessment." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the shell was malpositioned. The root cause is user related. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Acetabular cup was reported to be anteverted. Polyethylene liner had dislodged, and surgeon made rep aware that the patient would need a new tritanium cup with better placement. Surgeon operatively removed the acetabulum cup, reamed 2mm more and repositioned a new implant, new polyethylene liner and new biolox delta 32mm head. Left hip